Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to low blood glucose on (B)(6) 2021. The customer's blood glucose was 2 mmol/l. Customer alleged insulin pump was over delivering as customer had changed the reservoir that morning and when later at work customer wanted to give herself some insulin it appeared customer had received 60 units. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.